Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurate high results compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and the follow-up call made by the csr to the patient. The patient stated that the meter inaccuracy began on (B)(6) 2018 at 11:47 am, however he alleged to have obtained inaccurate high results for the "whole month", prior to contact lfs. The patient reported alleged inaccurate high blood glucose readings of ¿238, 202, 173, 150, 144, 177 and 186 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with tradjenta oral medication (1 tablet a day), diet and exercise and he confirmed to increase the dose of medication (1 additional pill of trajenta) and reduce the food intake, in response to the alleged meter issue. The patient reported that, on (B)(6) 2018 at 8:00 am, he developed symptoms of ¿blurred vision and dried mouth¿. The patient denied receiving any treatment or medical attention in response to the alleged symptoms. During troubleshooting, the csr documented that the unit of measure was set correctly on the subject meter and an approved sample site had been used to obtain the blood samples. The csr confirmed that the strips used had not been open longer than the discard date, had not expired, and had been stored correctly. The patient did not have control solution to test the meter. Replacement products have been sent. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of oral medication based on alleged inaccurate high results obtained with the subject meter.